Manufacturer narrative:
User contacted emergency support programme for assistance with a gas loss alarm. She reported that the alarm had occurred and requested guidance on resolving it. User had not used the help screen or the iab fill key prior to calling. The esp person instructed her to verify that there was no blood in the helium tubing, that all connections were secure, and that there were no visible kinks. After completing these checks, user performed a fill, which successfully cleared the gas loss alarm, and therapy was resumed. Then the esp personnel had reviewed the nature of the alarm with her, and based on the patient¿s hemodynamics and overall clinical picture, the alarm was most likely triggered by patient movement. The esp personnel advised user to contact me if the gas loss alarm recurred multiple times within an hour so that we could troubleshoot together. She expressed appreciation for the support. The call was ended. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.